Event description:
It was reported that parts keep falling from front riggings on the trex26rf wheel chair. As per tbm this is a production manufacturing issue with t94ha front rigging. The parts to be replaced under warranty as per internal decisions to replace all front riggings (49 pairs).